Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected with [unspecified] juvéderm® voluma¿ with 3ml in cheeks and juvéderm® volux¿ 2ml in jawline and chin. Three days later, patient experienced "redness, hotness, edema ,and swelling after few days." Treatment included unspecified dissolution of the filler, antibiotic and anti-inflammatory. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00804. (Allergan complaint #(B)(4). This MDR is being submitted for the suspect product, juvéderm® volux¿.